Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02054. It was reported the pt fell in the bathtub in (B)(6) 2012 and experienced a sudden loss of stimulation. She subsequently reported she felt stimulation coverage but it was no longer effective nor in the correct location. X-rays revealed lead migration. Surgical intervention will be undertaken at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.